Event description:
The customer reported to the technical assistance center (tac) at olympus the generator was unable to pair to the wireless foot switch. The reported issue occurred during a therapeutic ureteroscopy procedure. The procedure was subsequently completed with a similar device from a competitor with an unspecified procedural delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h4, h6 the device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.